Event description:
The customer obtained tsh and ckmb results above the normal reference ranges for one patient sample. Upon repeat, on another dxi, the results were lower, within the normal reference range for both assays. The customer performed a system check on dxi sn (B)(4), and the unwashed portion failed. Service was dispatched without any significant findings. No root cause has been determined for this event.

Manufacturer narrative:
(B)(4).